Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04628 / -04629 & -07653 / -07654).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, inflammation, and corrosion around the femoral head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) report notes patient was revised due to pain and elevated cobalt and chromium levels. Revision op report further notes the presence of serous fluid, purulent-type material, metallosis with black inflamed synovium, and no bony ingrowth on the shell. In addition, the taper adapter was cold welded onto the trunnion and could not be disengaged. The trochanter was fractured during the removal process. All components were removed and replaced with competitor components.